Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissenfundoplication. While using the suturing devices, the needles were breaking off. Three devices had to be used to complete the procedure. No known impact or harm to patient. Patient status is alive, no injury.